Manufacturer narrative:
The rapid infuser was returned to belmont for investigation and was tested using our standard operating procedures. We were unable to confirm the customer complaint that the touch screen was not responding; the unit, including the touch screen, performed according to our specifications. However, upon receipt it was noted that the keyboard speed rate on the unit was set to "slow", which may have led the user to believe the touch screen was nonresponsive. The rapid infuser has three (3) different levels of sensitivity: fast, medium, and slow. The key rate on the rapid infuser is set at the factory to "medium", but can be adjusted by the operator. The operator's manual provides the following information: "the key rate sets up the sensitivity of the touch keys. There are three different levels of sensitivity; fast, medium and slow. The current level of sensitivity is indicated on the key itself. The fast setting requires the least amount of time for a key to respond. The medium setting requires more time and the slow key requires the most time and makes the touch keys least sensitive. The key sensitivity is set at factory to medium. Note that this key changes the time required to depress a key for stroke to be recognized. The pressure required is not affected." It was reported that another rapid infuser was brought in to finish the case; no patient injury was reported. We will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported that the touch screen was not responding and appeared frozen in infuse mode.